Manufacturer narrative:
A bec field service engineer (fse) was dispatched on the day of the event and confirmed that the leak was from a worn lower sheath restrictor tubing. The fse replaced the tubing, resolving the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that at least 10 ml of clear fluid (diluent) had leaked from the 'y' fitting connected to the lower sheath restrictor of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and goggles at the time of occurrence. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. No erroneous patient results were generated in connection to this event.